Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and three months post filter deployment, computed tomography revealed large filling defects in the distal aspect of the left main pulmonary artery, extending into the lingular and left lower lobe branches. Eventually on the same day computed tomography revealed, the filter was within the infra renal inferior vena cava, approximately 5 cm above the bifurcation. Subsequently nine months later, computed tomography revealed inferior vena cava filter position below the renal arteries. The filter was tilted laterally with the apex of the filter projecting laterally outside of the inferior vena cava approximately 1.3 cm below the right renal vein. Some of the struts have perforated the medial wall of the inferior vena cava with the most superior one projecting approximately 1.7 cm outside of the inferior vena cava. The lateral struts that have perforated the inferior vena cava are projecting in the retroperitoneal fat lateral to the abdominal aorta with no evidence of aortic perforation. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 09/2009.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.